Event description:
Customer called in stating that pt was in the hosp for 2 days for high bg's. Customer states pt had changed their set and given manual injections, but was not able to control bg's. Customer refused to troubleshoot the pump.